Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient could no longer charge as patient¿s ipg had subsequently migrated medially. The patient will undergo a revision procedure wherein the ipg will be explanted.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient could no longer charge as patient¿s ipg had subsequently migrated medially. The patient will undergo a revision procedure wherein the ipg will be explanted.